Event description:
The core impaction drill was sent for evaluation due to overheating during a procedure. The procedure was completed with readility available alternate device; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion was noted within the device. The device was not returned to the user facility; it is not repairable once it is disassembled.